Event description:
Received customer's maude report: module disconnected and displayed an unspecified error. Conflicting info in the report, event type is listed as injury, and event outcome is listed as required intervention, however text states "no pt injury". No other info is available, no customer info is provided or available.

Manufacturer narrative:
(B)(4). Unable to confirm customer's report of a module disconnect and error. The device was not returned and the root cause of the customer's experience could not be identified. The maude report does not provide customer contact info; all of the allowable info has been provided and no further info will be made available.